Manufacturer narrative:
The complainant reported that the fractured abutment was discarded at the user facility; consequently, the root cause of this event is unable to be determined. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. Product not returned. (B)(4).

Event description:
The complainant reported that the clinician placed an implant in the female pt on (B)(6), 2010 at universal dental site number 11. The prima zi abutment was then placed on (B)(6) 2010. The abutment was reported to have fractured during normal function on (B)(6), 2011. The implant remained viable. There was no indication from the complainant of any adverse effect to the pt as a result of the reported abutment fracture.